Event description:
It was reported that the user experienced hypoglycemia while using the ilet after missing a breakfast announcement due to a screen issue, during which the system had delivered correction boluses for preceding elevated glucose and the glucose level subsequently dropped to a reported low of 43 mg/dl, with a reported high of 266 mg/dl. Symptoms included hyperglycemia and hypoglycemia accompanied by shakiness, malaise, feeling hot, and numbness. Outcomes included urgent low and low glucose alerts, followed by stabilization after treatment with oral rapid-acting carbohydrates. Investigation included troubleshooting and user education regarding meal announcements and appropriate treatment of hypoglycemia. Investigation of this case revealed use-related factors, specifically a missed meal announcement that led to insulin delivery not aligned with carbohydrate intake, contributing to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that user interaction with the device, namely missed meal announcement, was the primary cause.